Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6). The investigation included a review of the data set provided by the customer: the qc results were within the specified ranges. The analyzer log indicated that the bi-weekly maintenance had been overdue since aug-2025. The investigation determined that the event of initially reactive results may occur, as product labeling states: "interpretation of the results all initially reactive or borderline samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values < 0.90 are found in both cases, the samples are considered negative for hiv-1 ag and hiv-1/-2 specific antibodies. Initially reactive or borderline samples giving cutoff index values of = 0.90 in either of the redeterminations are considered repeatedly reactive. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The assay is performing according to specifications.

Event description:
The initial reporter received a questionable elecsys hiv combi pt result from one patient sample tested on the cobas 6000 e601 module. On (B)(6) 2025, the initial result was 1.48 cut-off index coi (reactive). On (B)(6) 2025, the repeat result was 0.204 coi (non-reactive). This result was confirmed by another analyzer. The initial questionable result was not reported outside of the laboratory.